Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ posiflush syringe plunger was difficult to move. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the posiflush syringes are not moving smoothly. Response explained to and emailed caller about random posiflush syringes not allowing smooth movement of the plunger. Although mis has not heard of any issues with these devices, I would like to file this as a potential complaint against the device. I know you said it happens randomly, but it would be nice to have the lot this device comes from and syringe sample posing an issue. Samples allow bd to further investigate potential issues with the manufacturing process. As a matter of troubleshooting, and to unseat plunger from barrel material, posiflush saline syringe quick reference card offers the following suggestions before use: prior to flushing: depress plunger with the tip cap on to prepare the syringe for smooth fluid administration. Depress the plunger rod slightly forward until you feel a ¿pop¿ or see the solution move. Remove the syringe cap by twisting it off. Holding the syringe upright, pointing away from you, expel air from the syringe until you see a drop of fluid at the tip of the syringe. Be sure to break loose the plunger rod prior to use. Prior to using syringe, break loose the syringe plunger by pushing firmly on thumb press with tip cap still on, until you feel the plunger move. This might help ensure a smooth movement is experienced with each syringe used. Forwarded to product complaints via email.